Event description:
When ethicon gynecare thermachoice iii uterine balloon therapy catheter with fluid circulation was attempted to be inflated, the balloon was "bunched up" and would not fully inflate. This was replaced with a "like" device which functioned without issue. Diagnosis or reason for use: uterine ablation. Event abated after use: no.